Event description:
It was reported that on (b)(60 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a medical history of right branch bundle block (rbbb). The length of the membranous septum was 3.3mm. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, on the initial attempt when the valve was positioned in a deeper position at a depth of 5-6mm, the patient was developed with a complete heart block. The valve was able to be implanted at a depth of 1mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). A temporary pacemaker was placed to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and the event was resolved.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition and heart block was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block is likely related to a mix of patient comorbidities, and implant depth, however this cannot be determined. The reported device malposition is related to the device being implanted at an inadequate depth. The reported unexpected medical intervention is a result of case specific circumstances, as a temporary pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a medical history of right branch bundle block (rbbb). The length of the membranous septum was 3.3mm. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, on the initial attempt when the valve was positioned in a deeper position at a depth of 5-6mm, the patient was developed with a complete heart block. The valve was able to be implanted at a depth of 1mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). A temporary pacemaker was placed to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and the event was resolved.